Manufacturer narrative:
H11: livanova deutschland manufactures the s5 erc tubing clamp. The clamp is serviced annually. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report the erc clamp, in the past few months, has started to either become stiff to move or sieze up, more in generat to be functional. The issue was identified during priming. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
D4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: clamp sn (B)(6) was returned to livanova for investigation. The clamp was opening and closing smoothly; however, when pressing the close button, the message "no tube inserted in the arterial clamp" was displayed, even though the tube was inserted. In order to repair the unit, the flat gasket for esd protection, the photosensor and the groove ball bearing need to be replaced. A device service history review has been performed and identified that the units were manufactured in 2014 the reported failure is a known issue which has been addressed by CAPA relevant to scp electrical clamp - ingress of liquid. Based on findings, some parts of the clamp need to be more resistant against corrosion. Therefore, a both sides covered bearing needs to be implemented and shaft, washers and one part of the plunger has to be made of stainless steel. The analysis of the device service history revealed that ball bearings were never replaced since manufacturing for any of the involved clamps. Based on above facts, the root cause of the reported event has been traced back to defective components (ball bearings and photosensor) likely due to fluid penetration into the erc clamp. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility and in order to solve the issue replaced sealing layer, photosensor and the groove ball bearing. Subsequent functional verification testing was completed without further issues and the unit was returned to service.